Manufacturer narrative:
Correction to g2 for foreign country, canada. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It is presumed that a communication failure occurred due to a partial disconnection of the cable unit - however, the cause of the presumed failure with the cable unit could not be further estimated. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the hd camera head image flickers when the camera is in use and the cable is manipulated. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the image was distorted when touching the cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.